Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called and reported that they got hospitalized several times due to low and high blood glucose levels on (B)(6) 2017 with blood glucose of 400 mg/dl at the time of the incident. The customer was at 255 m/dl at the time of the call. The customer states the pump over delivers and also under delivers due to no delivery alarms. The customer used food to treat the lows. The customer was wearing the insulin pump during the incident. Troubleshooting was completed and the customer still believes the pump over and under delivers. Customer has also had a low of under 40 mg/dl on (B)(6) 2017 and was attended by paramedics. Customer was given intravenous insulin to treat the low. Customer was off the pump greater than 48 hours. The insulin pump will be returned for analysis.

Manufacturer narrative:
All operating currents are within specification. No unexpected low battery or off no power alarms noted. Device passed functional test including displacement test, rewind, basic occlusion, occlusion, prime, and excessive no delivery alarm test. Device functioned properly. No delivery anomaly noted during testing. Device passed the delivery accuracy test with 0.08855 inches,device received with minor scratched lcd window, cracked reservoir tube lip and cracked battery tube threads.

Manufacturer narrative:
All operating currents are within specification. No unexpected low battery or off no power alarms noted. Unit passed functional test including displacement test, rewind, basic occlusion, occlusion, prime, and excessive no delivery alarm test. Unit functioned properly. No delivery anomaly noted during testing. The insulin pump passed the delivery accuracy test. The insulin pump was received with minor scratched lcd window, cracked reservoir tube lip and cracked battery tube threads. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.